Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information, omsc surmised that this phenomenon was attributed to the aging deterioration for the long-term use of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing of the unspecified endoscope with the subject device, it was found that the connector of the reprocessing basin was damaged and the connecting tube could not be attached to it. There was no effect on the intended procedure because the endoscope was reprocessed with another reprocessor. There was no report of patient injury associated with this event.